Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced soreness at the ipg pocket site after an extended car ride. Due to an increase in pain, the patient presented to the ER at which time IV antibiotics were administered. The patient was released the same day. Reportedly, pain persisted prompting a subsequent visit to the clinic during which time the patient was admitted due to an infection at the ipg site. Surgical intervention is planned as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 at which time the entire scs system was explanted. Moreover, the patient is recovering as expected and will continue antibiotic therapy until further advised.